Event description:
It was reported that when the pt coughes or talks loudly he could "feel electricity" or "shock a little bit all over." This started in the last couple months. The pt stated he didn't pay that much attention to it until recently when he got the flu. It was swollen and had a lump all the time. The pt additionally reported the implant site hurts and was swollen since implant. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).